Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade procedure, this right ventricular (rv) lead was stuck in the device header. A loose connection was also observed, and physical damage was noted to the lead at the terminal end. The lead was surgically abandoned and a new lead was implanted with the new device. No adverse patient effects were reported.